Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, white/blue particles calcification like in device outer surface, wear abrasion. A leak test was performed which identified, no leakage. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported, left side "exchange from textured to smooth implant, due to the patient's concern with the product". And capsular contracture, baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth implant due to the patient's concern with the product" and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side "exchange from textured to smooth implant due to the patient's concern with the product" and capsular contracture, baker grade unknown. Device has been explanted.